Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an anterior corail a month ago. She experienced a fall and had a peri-prosthetic fracture. Her corail stem was removed and a reclaim was placed with cables around femur. Doi: (B)(6) 2021, dor: (B)(6) 2021 right hip.